Manufacturer narrative:
Cmp (B)(4) d10: delta cer fm hd 036/+8mm 12/14 item #650-0667 lot unknown. G2: foreign: italy the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery it was found that the size of the head inside the box was different of the size reported in the label, there was not surgery delay. There was no reported harm or injury to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that during a surgery, the head was attempted to be implanted on the stem neck and it was found that the head morse-taper was larger than the stem neck and therefore they were not able to mate the two parts. There was not surgery delay. There was no reported harm or injury to the patient. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.